Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per tandem¿s t:slim x2 g5 user guide: ¿always remove all air bubbles before beginning insulin delivery. Ensure there are no air bubbles when drawing insulin into the filling syringe, hold the pump with the white fill port pointed up when filling the tubing, and ensure that there are no air bubbles in the tubing when filling."

Event description:
It was reported that air gaps were observed along the infusion set tubing, and cartridge tubing. The customer's blood glucose level was 168 mg/dl. Reportedly, the customer was not following the proper technique to fill a cartridge. Tandem technical support educated customer regarding the fill instructions. The customer primed the tubing to resolve the issue, and continued using the pump for insulin therapy.